Event description:
It was reported that high, out of range high voltage lead impedance was observed. Lead was explanted and replaced. Patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.